Event description:
Began using clear care solution with hydraglyde. After a week noticed that I was seeing double. Removed contacts and the vision problem continued. Rinsed eyes but the problem persisted. Was driven to urgent care. My eyesight checked out as near 20/200. Was unable to drive or read. Vision returned to near normal a week or so after curtailing the use of the product containing hydraglyde. Found from reviews this is a common problem. This product should not be on the market. Had to pay for an expensive urgent care visit.